Event description:
It was reported that: patient is experiencing pain but it is manageable. Patient also states that she has blood work scheduled.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary report will be submitted in a supplemental report.